Event description:
The customer reported that the a communications message displayed on the system .

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the video controller board, interface board, and workstation cable.